Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly calcified vessel. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during initial inflation at 16 atmospheres, the balloon ruptured. The device was removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition.